Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 1.25mm rotapro and rotawire were selected for atherectomy procedure. The rotapro was prepped and platformed at 160,000rpm outside the patient, then advanced over the wire. During procedure, the burr rotation speed slowed down to about 120,000rpm and the system stalled. Then, the burr became stuck on the wire inside the patient. The buddy wire technique and balloon were used to remove the device. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with stent. There were no patient complications and the patient was stable post procedure.